Manufacturer narrative:
No device return anticipated due to this being a legal case. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification, that a female patient, right knee initially implanted on (B)(6) 2008, who had revision surgery on (B)(6) 2013, underwent a second revision in may 2020. They indicated they began to suffer from symptoms associated with the defects of exactech knee systems as alleged in this complaint, including pain and lack of mobility. The clinical findings and diagnoses as a result of the revision surgeries, are consistent with the defects of the exactech knee system as alleged in this complaint. With the exception of the failure of the exactech knee system, plaintiff would not have needed revision surgeries on her right knee. As a result of the defects and failure of the exactech knee system, and the surgical intervention necessitated by such, plaintiff experiences, pain, lack of mobility and enduring limitations on activities of daily living, quality of life, and ability to perform work functions.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The patient had bilateral knee replacements, this suggests joint maladies. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. No additional information.